Manufacturer narrative:
.

Event description:
Reporting status: serious injury - medical intervention . Reporting rationale: dissection, requiring medical intervention to prevent permanent impairment or injury. Device issue: no device malfunction has been reported. It was reported via a trial that a xience v stent was deployed and a dissection occurred. Another xience v stent was required to treat the dissection. No additional event or patient information is available.